Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused heart issues. The patient did receive medical intervention and reports to be at the hospital and is to have open heart surgery. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.   Additional information was received and section b5 should be reported as:   the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to experience a shortness of breath associated with "issues with their heart" including open heart surgery. There was no medical intervention required by the patient. The reported event of shortness of breath associated with "issues with their heart" including open heart surgery and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient.   The device has not yet returned to the manufacturer for evaluation. The patient has swapped out the deice at the distributor and at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.   Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.

Manufacturer narrative:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused heart issues. The patient did receive medical intervention and reports to be at the hospital and is to have open heart surgery. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the internal and external parts of the device and found dust/dirt and fibrous contamination inconsistent with sound abatement foam degradation, suggesting that it originated from an external source and also found evidence of water ingress in the blower box, suggesting the use of non-distilled water in the humidifier water chamber. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation/breakdown was observed in this device. Section h6 were updated in this report.

Manufacturer narrative:
The manufacturer previously submitted MDR 2518422-2022-00584-1 with incorrect sections b1, b2, h1, h6. Corrections to previous MDR are made in this report as follows. Section b1 was corrected to adverse event and product problem. (Only product problem was checked in previous MDR) section b2 was corrected to other serious or important medical events. (Previously it was blank) section h1 was changed from malfunction to serious injury. Section h6- health impact code was updated.